Event description:
Date of reply: source (B)(6), giraffe and panda t-piece resuscitation systems and mask resuscitation systems: class 1 recall - potential reversal of oxygen/air: medical logistics conducted a search on the equipment database. This particular equipment is not in the (B)(6) inventory.